Event description:
It was reported that during a cholecystectomy procedure, the device was broken when it was going to be inserted through another device. The device could not be inserted through the device, but the doctor was going to insert it forcibly. It was the jaw that broke on the device , but it did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.